Event description:
In 2002 - pt underwent a laparoscopic bariatric procedure. The next day, pt became symptomatic and was taken back to surgery to repair a leak. The next day, pt developed respiratory distress and was reintubated. Pt also developed acute renal failure. 8/2002 - pt was transferred to another facility for hemodialysis. Pt recovered and was eventually discharged.